Event description:
Broken screws at c4 (top right screw) was observed two years after initial surgery. Patient outcome: patient is two years out and solidly fused. Appears to be settling the plate and the top screws are at a steep angle.